Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00355.

Event description:
Two counter rotation hex wrenches were returned to zimmer biomet without explanation. Initial inspection by zimmer biomet personnel found that the tips of both instruments have fractured off. There is no information available from the returning office. This is report two of two for this event.

Manufacturer narrative:
The returned hex wrench was evaluated. The tip was fractured off. The cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. A review of the DHR did not identify any issues which would have contributed to this event.